Manufacturer narrative:
The investigation determined the vitros eciq analyzer and total b-hcg reagent did not malfunction and had operated as intended. Operator error was determined to be the assignable cause. The operator programmed the sample for an unnecessary on analyzer dilution when the b-hcg concentration in the sample was well within the vitros total b-hcg measuring range of 2.39 - 15,000 miu/ml.

Event description:
(B)(4).

Event description:
A customer obtained a lower than expected vitros total b-hcg (b-hcg) result of <2.39 miu/ml for a patient sample tested on a vitros eciq system after being diluted 100 fold on the analyzer. When the same sample was tested undiluted on the same vitros eciq system, an expected b-hcg result of 54.9 miu/ml was obtained. The lower than expected b-hcg result was not reported from the laboratory. If reported, a biased result of the direction and magnitude observed may lead to inappropriate physician action. There was no allegation patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
A lower than expected vitros total b-hcg result was obtained from a single patient sample when diluted 100 fold on analyzer compared to the result obtained from the same samples tested undiluted. The investigation concluded the vitros eciq system did not operate as intended. It has been determined that the software algorithm that evaluates results from diluted samples and assigns an invalid dilution (ID) code and reports "no result" for the diluted sample is not functioning as expected if the result from the diluted sample is less than the lower limit of the measuring range (2.39 miu/ml). There was no malfunction of the vitros total b-hcg reagent pack. The lower than expected vitros total b-hcg result was not reported from the laboratory and there was no allegation of patient harm as a result of the event. (B)(4).